Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a display anomaly on the insulin pump. The customer¿s blood glucose level was 264 mg/dl. The customer stated that the screen would look funny and the insulin pump had been exposed to moisture. The customer stated the climate was hot and the insulin pump was next to their skin. The customer also mentioned that they had surgery and after it their blood glucose level was 500 mg/dl. The customer also reported that they had multiple high blood glucose on (B)(6) 2017. The customer stated they had a high blood glucose level of 468 mg/dl at 5:21 am. They had a high blood glucose level of 576 mg/dl at 4:45 pm. The customer mentioned that the issue was related to inaccurate carbohydrates being displayed on the food they eat. They did not mention how they treated for the high blood glucose. Troubleshooting was performed. They inserted a battery and the display returned to normal. The insulin pump passed the self-test. There was no moisture visible in the insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.